Manufacturer narrative:
On 09/10/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating the following: "tip broke while using in patient. Able to locate and retrieve both pieces.".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the sheath was observed to allegedly separate and come off the single port (sp) monopolar curved scissors (mcs) instrument. The procedure was completed using the backup with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mmmcs tip cover accessory associated with the customer-reported complaint. The accessory was analyzed and was found to have a dislodged retaining tip cover from the mcs blades. The retaining tip cover was observed to be completely detached from the blades. No material appears to be missing. Additional observation not reported by site: the mcs retaining tip cover was found to have a cracking damage. No material appears to be missing. The initial fa findings were confirmed. The mcs tip accessory was returned with the mcs scissor portion separate from the outer grey retaining cover. Inspection of the retaining cover found the cover to exhibit cracking damage visible from the outside of the retaining cover, exterior to where the retaining cover's bayonets reside. Inspection found no missing pieces and both bayonets were still present on the retaining cover and were attached.

Event description:
Refer to h10/h11 for follow-up information.